Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and burnt connector was found. The unit was forwarded to the manufacturer service center for further investigation.